Event description:
Boston scientific received information that this pacemaker exhibited increasing right ventricular (rv) pace impedance measurements. High out of range measurements were later observed. An invasive procedure was performed. The lead was replaced and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.